Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose read as "high", however, a specific value was not provided. Reportedly, the customer replaced the pump supplies and resumed insulin therapy.